Event description:
It was observed that during the device evaluation, the ultrasonic channel cleaning brush exhibited the damaged area was observed, and the issue at this time was deformation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the deformation, it was confirmed that external forces were applied to at least two points. The exact timing of the deformation is unknown. It is considered highly likely that the indicated phenomenon is not damage caused by deterioration, but rather damage resulting from continuous external force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.